Manufacturer narrative:
Steris endoscopy has requested further information regarding the reported event, including nature of the procedure, and status of the patient; however, the distributor has been unable to provide further information. The device subject of this complaint has not been returned for evaluation. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. Statements in the instructions for use include: "the following conditions may not allow the device to function properly or cause patient injury: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." Steris endoscopy has requested the distributor offer the user facility in-service training on the use of the exacto cold snare.

Event description:
The distributor reported that an exacto cold snare broke during a procedure. Forceps were used to remove the snare from the tissue, and resultant bleeding was treated with the application of clips.